Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor leaked during use. It was further reported that the solution leaks through the bladder remaining in the space between the bladder and the infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.